Event description:
The patient was enrolled in (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). It was reported that pericardial effusion (pe) and cardiac tamponade occurred. Prior to the procedure, 5 mg apixaban was administered. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 17.1 mm. The following day the patient was discharged home on apixaban 5mg. At the four-month protocol required follow-up, transesophageal echocardiogram (tee) revealed the watchman flx to have a complete seal and no pe was noted. 121 days post-procedure, the patient presented to the emergency department (ed) with complaints of chest pain associated with shortness of breath and palpitations. Computerized topography angiogram (cta) was performed which revealed a pulmonary embolism (pe) within the arteries of the right lower lobe. The patient was administered lovenox and hospitalized for further treatment. One day post-hospitalization, transthoracic echocardiogram (tte) with color doppler was performed which revealed no pe. Two days post-hospitalization, the patient developed atrial fibrillation with a rapid ventricular rate and subsequently transferred to the intensive care unit (ICU). The patient was started on cardizem, lopressor, and digoxin. Four days post-hospitalization (125 days post-laa procedure), the patient became hypotensive. Laboratory investigations revealed elevated creatinine levels and the patient was diagnosed with acute kidney injury. The same day the patient was noted with sepsis, leukocytosis, and cardiogenic shock. The patient experienced chest pain, shortness of breath and feeling tired. Laboratory investigations revealed negative biomarkers for myocardial infarction (mi). On the same day, bedside tte was performed which revealed a large circumferential pe measuring 2.4 cm - 3 cm with noted intra-pericardial pressure suggesting cardiac tamponade. Right atrial invagination and early diastolic right ventricular collapse was also noted. Additionally, the physician noted the patient's chest pain could be due to acute pericarditis. Apixaban 5mg was discontinued as the physician was concerned it was contributing to further accumulation of pericardial fluid. The patient was transferred to a different hospital with higher support. The cardiologist was consulted for an emergent pericardiocentesis. 700cc of bloody fluid was removed. Twelve days post-hospitalization, the patient was discharged on apixaban 5mg. No additional intervention is expected and the patient is expected to follow up in twelve months.